Event description:
This rv lead was capped during the change out due to noise. No adverse patient events were reported. The ICD was at eri.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.